Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the day after implant there was a high rv coil impedance alert triggered for the right ventricular (rv) lead. It was noted that the high/undefined rv coil alert was triggered at the same time as the implant. The current rv coil impedance measurements are normal/stable. The rv lead remains in use. No patient complications have been reported as a result of this event.